Manufacturer narrative:
The devcie was returned to spatz fgia inc. For analysis on 05/05/2025 and an evalaution was completed. The testing revealed a holes in the balloons body that were made by endoscopic tools, probably done during the removal of the balloon, due to the number of holes and their size, we were not able to find the leak in the balloon. A review of the device labelling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Complications- possible complications of the use of the spatz3 adustable balloon system include: balloon deflation and subsequent replacement.

Event description:
During inflation blue liquid started to leak directly from the balloon.

Event description:
During inflation blue liquid started to leak directly from the balloon.

Manufacturer narrative:
The device was returned to spatz fgia inc. For analysis on 05/05/2025 and an evaluation was completed. The testing revealed a holes in the balloons body that were made by endoscopic tools, probably done during the removal of the balloon, due to the number of holes and their size, we were not able to find the leak in the balloon. A review of the device labelling notes the following: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Complications- possible complications of the use of the spatz3 adjustable balloon system include: balloon deflation and subsequent replacement.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation; therefore, no analysis or testing has been done. The complaint description specified a complication with inflation tube during the adjustment procedure. A review of the device labelling notes that endoscopy and inspection check should be performed for balloon or inflation tube to detect any leakage and never inflate/deflate without endoscopic view of the inflation tube.

Event description:
During inflation blue liquid started to leak directly from the balloon.